Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated alinity I afp and provided the following data: on (B)(6) 2025, sample (B)(6) initial result was 83.7 ug/land repeat result on another analyzer was <2 ug/l. No further patient data was provided. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported false elevated alinity I afp and provided the following data: on (B)(6) 2025, sample (B)(6) initial result was 83.7 ug/land repeat result on another analyzer was <2 ug/l. No further patient data was provided. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I afp reagent kit did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any nonconformances or deviations with the complaint lot. The overall performance of alinity I afp reagent kit in the field was reviewed using data gathered from customers worldwide. The patient median values for lot 67628fz00 are comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I afp reagent kit lot 67628fz00 was identified.